Event description:
On (B)(6) 2010, the pt underwent a da vinci robot assisted laparoscopic supracervical hysterectomy and sacrocolpopexy by myself and a colleague. A lina loop for transecting the large fibroid uterus was used in order to aid in removal of the specimen. The wire ended up slipping off the uterus, and it transected the small bowel in 2 places. There was a lateral left abdominal wall laceration as well. A general surgeon was called and he repaired the bowel. The pt had an extended hospitalization in order for her bowel function to return. She also has loss of sensation in the left anterior thigh, perhaps from transection of the left lateral cutaneous nerve. The lina loop was discarded at the end of the surgery and so, we could not determine if there was a defect in the device. I feel that this device is very dangerous and should be taken off the market. (B)(6).